Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a review of episodes in the remote monitoring system, loss of capture (loc) was observed on the right ventricular (rv) lead. In the past month, the pacing impedance gradually increased, from 650 ohms to 850 ohms. The patient was brought to the hospital for an urgent follow-up to evaluate the system. At the follow-up, the pacing thresholds were increased, from 0.9v@ 0.4ms to 1.3v @1.0ms. The pacing output was increased to 1.8v and the patient tried many postures and positions to ensure capture. No evidence of noise was recorded. The physician therefore reprogrammed the rv pacing output to 3.0v @ 1.0ms to ensure a safety margin and the patient will continue to be monitored in the remote monitoring system. No adverse patient effects were reported. The patient will be evaluated in clinic in three months.